Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's father reported via phone call battery out limit alarm. Customer's blood glucose level was 30 mmol/l. Customer's father advised in addition to the battery out limit alarm they also received an external ram crc error and an unexpected restart alarm. Troubleshooting for the battery out limit alarm was performed. Customer replaced the battery on the device and received an unexpected restart alarm. Troubleshooting for the unexpected restart alarm was performed. Customer advised a temporary basal was not programmed before the unexpected restart alarm occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.